Manufacturer narrative:
Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached eri. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection. The patient was stable following extraction.

Event description:
New information received notes the device explant was for pocket infection leading to erosion, such that the device was visible. The infection occurred a few months following a procedure for a routine generator change on (B)(6) 2019 performed at an outside institution. There were no vegetations. The system was successfully extracted. The patient was stable.